Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker changed its pacing mode. The pacemaker was not in back-up vvi mode. Patient conditions before and after the event was good.